Event description:
Philips received a complaint by the customer reporting that a v60 device frequently alarmed due to inadequate oxygen supply pressure. The device was reported to be in clinical use when the reported issue occurred. There was no reported harm to a patient as a result. The nasal tubing was replaced to continue therapy; no other medical intervention was necessary. The philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp confirmed there was no harm to a patient(s) as a result of this issue. The asp reported the system was operating normally at time of evaluation; a problem with the oxygen supply was identified. The oxygen supply from the facility source to the unit was low.